Event description:
It was reported that this pt, age and other descriptors not available, was undergoing band ligation treatment for esophageal varices. Reportedly, during the endoscopic procedure the speedband ligator "was unable to fire and deploy the bands at the esophageal varices level". It was stated that the pt was bleeding and the physician decided to transfer the pt to the ICU. Further verification as to whether the pt was bleeding prior to the initiation of the band ligation procedure, was not available. Also details concerning what the product malfunction was and how it occurred was not available. Further info revealed that the pt stabilized in the ICU, was in poor health condition and expired 72 hours later. This incident is still under investigation, as further requests for info have been made. Boston scientific is currently performing a recall on specific lot numbers and placed a ship hold on all remaining product. With the elements the co has up until now, co does not know if there is a relationship between this event and the recall of the speedband superview. The device has not been received by this MFR. Therefore, no failure analysis is available.